Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital emergency department following a syncopal episode. Interrogation of the implanted device with a programmer noted normal device function, however, noted this rv lead exhibited oversensing of noise at times. The oversensing of noise resulted in storage of three non-sustained ventricular tachycardia (nsvt) episodes, however, these episodes did not correlate with the syncopal episode. Noise was unable to be reproduced with patient isometrics and device manipulation. The patient's following physician and clinic are aware of the noise and had been continuing monitoring. The company representative discussed the information with the following physician and the patient was subsequently referred for lead replacement. No known lead replacement procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct field: patient codes.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital emergency department following a syncopal episode. Interrogation of the implanted device with a programmer noted normal device function, however, noted this rv lead exhibited oversensing of noise at times. The oversensing of noise resulted in storage of three non-sustained ventricular tachycardia (nsvt) episodes, however, these episodes did not correlate with the syncopal episode. Noise was unable to be reproduced with patient isometrics and device manipulation. The patient's following physician and clinic are aware of the noise and had been continuing monitoring. The company representative discussed the information with the following physician and the patient was subsequently referred for lead replacement. No known lead replacement procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital emergency department following a syncopal episode. Interrogation of the implanted device with a programmer noted normal device function, however, noted this rv lead exhibited oversensing of noise at times. The oversensing of noise resulted in storage of three non-sustained ventricular tachycardia (nsvt) episodes, however, these episodes did not correlate with the syncopal episode. Noise was unable to be reproduced with patient isometrics and device manipulation. The patient's following physician and clinic are aware of the noise and had been continuing monitoring. The company representative discussed the information with the following physician and the patient was subsequently referred for lead replacement. No known lead replacement procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.